Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, errors m-11, m-18, and c-06 occurred on the erbe generator. These errors had been sporadically occurring over the last few months. The technical support engineer (tse) reviewed error logs and found seven entries over the past three months, noting that the activation of power was blocked when the errors appeared. Rebooting the system usually cleared the problem, allowing surgery to continue. The tse advised checking for electromagnetic interference, including nearby magnetic resonance imaging (MRI) machines and cable routing from/to the erbe integrated electrosurgical unit (iesu). A defective footswitch was also considered a possible cause. As a precaution, the tse suggested using the "classic" coagulation mode if the problem persisted and could not be resolved by power cycling the erbe iesu. The procedure was completing as planned with no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu). Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all ports recognized instruments. The root cause is attributed to electrical errors due to the generator.

Event description:
Refer to h11 for follow-up information.